Event description:
The customer reported, the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and 2 fuses. The system operates as intended.